Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers are including z-1972, z-1973 and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging kidney disease/toxicity, liver disease/toxicity and pneumonia. In addition, the patient also alleged dizziness, headache, nausea, vomiting and inflammatory resonse. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. There was a technical finding of error code present. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. H6 updated/ corrected.